Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm and cutter were hard to fire and had to push harder than normal. The hospital did not report any patient effects and case was completed with device. Dr. (B)(6) said that both the aortic cutter and the heartstring were hard to fire. He had to push harder than normal to fire the devices. No patient injury, equipment worked fine. They do not know the exact date of the case, it was sometime in (B)(6). No patient information available. No delay to the case.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25112360, 25117443 and 25120494 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm and cutter were hard to fire and had to push harder than normal. The hospital did not report any patient effects and case was completed with device. Dr. (B)(6) said that both the aortic cutter and the heartstring were hard to fire. He had to push harder than normal to fire the devices. No patient injury, equipment worked fine. They do not know the exact date of the case, it was sometime in february. No patient information available. No delay to the case.